Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the healthcare professional¿s experience with the device? Where in the green gap setting scale was the indicator located prior to firing? What confirmation was received that the firing sequence was completed? Were the donuts and washer inspected for a complete transection? Was a leak test performed? If so, what were the results? During the reoperation, what was found and what was done to fix anastomosis? Were there any malformed staples identified? If so, please describe their shape and location. Is the colostomy permanent or temporary? What is the current patient status?

Event description:
It was reported that during an unknown procedure, on the 1st postoperative day the anastomosis was leaking, the posterior circumference was open. Re-surgery done and a terminal stoma.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Rectum carcinoma. What is the healthcare professional¿s experience with the device? 17 years. Where in the green gap setting scale was the indicator located prior to firing? 2/3 at the bottom of the scale. What confirmation was received that the firing sequence was completed? Yes, tactile and acoustic. Were the donuts and washer inspected for a complete transection? Yes. Was a leak test performed? If so, what were the results? Yes is done routinely - no leaks. During the reoperation, what was found and what was done to fix anastomosis? Anastomosis was not fixed - stoma. Were there any malformed staples identified? If so, please describe their shape and location. No. Is the colostomy permanent or temporary? Permanent. What is the current patient status? Left hospital.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2018. Additional information obtained. The device was destroyed and will not be returned.